Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a minicap attached. Visual inspection was performed and broken occlude legs were observed. Leak, clear passage, and clamp function testing were performed and a leak due to broken occlude legs was observed. The reported condition was verified. The cause the broken occluder legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach that can damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.